Event description:
Mammotome elite device was employed for a needle biopsy. Probe inserted into right breast to extract specimen. When removing probe, the device made a noise and was difficult to remove from the breast. There was a small tear at the puncture site. FDA safety report ID# (B)(4).